Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: the service engineer evaluated the ventilator and replaced the battery. The (B)(4) battery was returned for failure investigation. The battery was visually inspected with no anomalies observed. The battery was connected to the bqwizard application, the hardware short circuit flag was noted to be red. The failure was isolated to a hardware short circuit condition within the battery, but a cause was not identified. There is no corrective action required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had "a constant alarm with settings locked out." The ventilator was not in use on a patient at the time of the reported event. Evaluation and repairs have not yet been completed.